Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited intermittent under sensing. The ICD was explanted and replaced with pacemaker. There were no patient consequences.